Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 to the bilateral upper and lower abdomen using cooladvantage, coolcore contour applicators, on (B)(6) 2018 to the upper and lower flanks using cooladvantage, coolcurve+ contour applicators, and on (B)(6) 2018 to the bilateral upper and lower abdomen using cooladvantage, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) 4+ months after treatment. Ph was described as distended, very firm, and has demarcated borders. On (B)(6) 2019, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the upper and lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 to the bilateral upper and lower abdomen using cooladvantage, coolcore contour applicators, on (B)(6) 2018 to the upper and lower flanks using cooladvantage, coolcurve+ contour applicators, and on (B)(6) 2018 to the bilateral upper and lower abdomen using cooladvantage, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) 4+ months after treatment. Ph was described as distended, very firm, and has demarcated borders. On (B)(6) 2019, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the upper and lower abdomen.

Manufacturer narrative:
Corrected data d1: brand name.